Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/04/2013 with the following findings:a review of the pump history showed a loss of prime, force sensor error, and a load step malfunction. During testing the pump was not able to rewind or load due to a no cartridge detected alarm. The force sensor calibration was found to be outside of specifications. The pump was opened and the force sensor wire was found to be cracked at the pin connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration and the force sensor wire was cracked. This report is made based on results of investigation completed on 11/04/2013.